Event description:
It was reported that a ez45g was used during a lung volume reduction. It was reported by the affiliate that the instrument would not open during the procedure. There was no consequence to the pt. 9/8/1998 add'l info from affiliate. The device could not be opened after insertion. A second device was used to complete the case.